Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals, loss of capture (loc) and high out of range impedance measurements. Additionally the patient was reported as having bradycardia. This rv lead was explanted. A new device was implanted. No additional adverse patient effects were reported. This product has not been returned for analysis. Information from the field indicates the lead remains implanted reprogrammed to unipolar configuration and the patient will continue to be monitored. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals, loss of capture (loc) and high out of range impedance measurements. Additionally the patient was reported as having bradycardia. This rv lead was explanted. A new device was implanted. No additional adverse patient effects were reported. This product has not been returned for analysis.